Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was completely fired, but not all staples were formed. Case was completed with another device of the same product code. There was no pt consequence.